Manufacturer narrative:
The check of the sterilization charts of all the prosthesis components (also the non-explanted stem and cup) did not show any anomaly; all of them were regularly sterilized before being placed on the market, and we received no other complaints on these lot # and sterilization #. The delta poly liner is, among the components removed on (B)(6) 2015, the only one marketed in the us. We are trying to gather further info (e.g. Type of infection suffered, date of onset, patient clinical history, cause of the previous revisions) to define the cause of this infection; then we will submit a final MDR on this event.

Event description:
Lima hip prosthesis was implanted (B)(6) 2013. This was already patient 2nd revision. Patient then had a periprosthetic infection (date of onset unknown). 3rd revision performed (B)(6) 2015; surgeon replaced acetabular liner, femoral head and neck, leaving implanted stem and delta tt cup. The event occurred in (B)(6).

Manufacturer narrative:
The check of the sterilization charts of all the prosthesis components (also the non-explanted stem and cup) did not show any anomaly; all of them were regularly sterilized before being placed on the market, and we received no other complaints on these lot # and sterilization #. This analysis indicates that the infection is not product-related. We know that this was the 3rd revision for the patient, this suggests a case of "difficult" patient. We tried to gather further info (e.g. Type of infection suffered, date of onset, patient clinical history, x-rays, cause of the previous revisions) but we did not receive any of this information. Limacorporate received a total of 3 complaints related to specific infections with delta poly liners (model # 5885.51.xxx-5886.51.xxx), on a total of (B)(4) devices belonging to this family used ww since 2007.

Event description:
Lima hip prosthesis was implanted (B)(6) 2013. This was already patient 2nd revision. Patient then had a periprosthetic infection (date of onset unknown). 3rd revision performed (B)(6) 2015; surgeon replaced acetabular liner, femoral head and neck, leaving implanted stem and delta tt cup. The event occurred in (B)(6) .